Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the display of suspect ventilator was not working and was damaged. Onsite repair could not be completed so the entire ventilator is expected to be returned to the manufacturer for evaluation and repair. A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the display of suspect vela ventilator was not functional. There was no patient involvement associated with the reported event.